Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was storing her cartridge of strips in the kitchen cabinet. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 108 mg/dl, which the user stated is normal for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On january 23rd, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 189 mg/dl from her dario meter compared to a bg reading of 96 mg/dl from her brother's dario meter.